Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was experiencing unexplained high blood glucose levels. His blood glucose level was running over 600 mg/dl. The customer had not eaten all day. He changed his infusion set three times that day. His most current blood glucose level was 239 mg/dl. The customer's blood glucose level was dropping and he was perspiring. He did not have any high blood glucose symptoms. The customer treated his high blood glucose level with an injection. An infusion set had a bent cannula. The time on the insulin pump was off by three minutes. His hands started to hurt when he tried to change the time and date due to insulin pump navigation. The device was not returned.